Event description:
It is reported, luer lock breakage. Event description: during compounding of cisplatin. New cisplatin vial new vial protector p28 lot: 2502706 new injector (multipack) lot: 2501301 new syringe monoject. Vial protector attached to new cisplatin vial. Air added to syringe. Injector applied. Injector & syringe attached down onto vial protector while trying to inject air - met with resistance. Tech added a little more pressure. Syringe broke from injector, but injector remained on vial protector & vial. Cisplatin flowed up through the open injector and onto the bsc. Exposure to hazardous drugs. Additional information 1. Did the expansion chamber inflate when adding air into the vial? No 2. What was the volume of medication to be withdrawn? 50ml 3. How much air was injected before meeting resistance? 50ml 4. Did the luer of the injector break? Or did only the syringe break off? The syringe broke at the luer lock 5.I s the syringe a standard luer lock? Yes 6. Is the syringe a bd product? If yes, what is the material information? Unclear which syringe was being used at the time. 1. Was the appropriate ppe in use when the exposure occurred? Yes. 2. Was there any intervention required for the healthcare professional as a result of the exposure? No. 3. Was the medication prepared under a hood? Yes. Option:

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the luer lock of the n35-o injector broke when attempting to add air to the protector. No injector samples were received for evaluation. A device history review was completed for the reported lot 2501301, and no deviations or nonconformances were identified during the manufacturing process that could have contributed to the reported concern. Three retained samples from injector lot 2501301 were examined as part of the investigation. All products underwent visual inspection, and no damage or related defects were observed. Dimensional testing, including verification of the luer thread, confirmed that all critical dimensions were within specification. Based on the available information, a definitive root cause could not be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.